Event description:
The customer has seen an increase in thrombus rates from 1% to 10.5% since they started to use this product. MFR requested additional info several times. No more info provided by user.

Manufacturer narrative:
The failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.